Manufacturer narrative:
(B)(6). Investigation summary: one (1) photo was provided by the customer for investigation. The photo shows four (4) syringes in blister packs with a black stripe across the top web. The black stripe is likely a splice between two (2) rolls of top webbing. The blister packs were likely kicked off by the camera on the packaging line at which point the blister packs were hand packed by the operator. The operator then was not paying proper attention and accidentally packed the non-conforming units into the case. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of package seal integrity poor / questionable for lot #8271741 item #302827. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of package damaged / defective / other with lot #8271741 regarding item #302827. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Rationale: bd acknowledges that the returned samples had black tape on the blister packs; however, as these four (4) incidents would not exceed the acceptable quality limit (aql) of ¿no punctures, cosmetic damage, wrinkles, open seals = 0.25% aql¿ for the batch no corrective or preventative actions will be taken.

Event description:
It was reported that 4 syringe 60ml ll (B)(6) experienced breaches in sterility noted prior to use. The following information was provided by then initial reporter: it was identified that the 60 ml syringe presenting in his package altered aspect (presence of a black belt) and it is not totally sealed.